Event description:
The family member comments that the monitor turned off by itself, and as a result the pt with accelerated heart beat required CPR and hospitalization. The pt was stabilized and is presently hospitalized.